Event description:
It was reported that at 65,981 joules of use during a prostate procedure, the surgical fiber overheated and was damaged at the tip. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken proximal to the metal cap; the fiber proximal to the fracture was found to rotate independently of the metal cap. Devitrification of the glass cap output window was also observed. Both caps remains attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the sys would be placed into standby mode. This issue may also cause forward-firing. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.